Manufacturer narrative:
Manufacturing evaluation: the shunt system was received in a plastic container, submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. Scratches on the outer housing of the valves were observed. Permeability test - results have shown that both valves have a blockage. Adjustment test - the progav was tested and is adjustable throughout the normal range. Braking force and function test - the brake function was operational, and the braking force is within the given tolerances. Results - after the tests, we have dismantled the valves. Inside the valves we found slight build-up of substances (likely protein). Based on our investigation, we confirm the claim of occlusion in the system at the time of investigation. Despite the minimal amount of visible deposits, it has been shown that even a small amount of non-visible blood or protein can lead to a temporary blockage and could be responsible for the suspected malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that po limited adjustment of valve. The explanted product were delivered to miethke with the return kit inside an unknown liquid. The shunt system was received submersed in an unidentified liquid in a plastic container. Scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damages were detected. A permeability test has indicated that both valves have blockages. The progav 2.0 valve was tested and is adjustable to all specified pressures. The brake functionally test has shown that the brake function is fully operational and the braking force is within the given tolerances. First we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability of the valves. Both valves were not permeable, indicating blockages. Additionally, we tested the adjustability as well as the brake functionally and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight dried deposits (likely protein). Based on our investigation, we confirm that the shunt system has malfunctioned in the form of occlusion in both valves. Despite the minimal amount of visible deposits, it has been shown that even a small amount of non-visible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defects at the time of release. The stunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.